Event description:
Treatment of a right unruptured ophthalmic aneurysm. Post pipeline procedure, it was reported that the patient experienced a stroke with weakness in her left arm.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4)